Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized for high blood glucose and diabetic ketoacidosis. The patient's blood glucose was 162 mg/dl and their blood glucose increased to over 400 mg/dl without eating or drinking. The customer began to vomit blood. The customer also kept attempting to rewind the insulin pump, but insulin squirted from the tubing. The customer was hospitalized on (B)(6) 2017. The customer was currently being treated at the hospital. The customer clarified that almost half of the insulin squirted from the tubing. Troubleshooting was not completely since the customer discarded their infusion set. The insulin pump was returned for analysis.